Event description:
The patient was implanted with an scs system on (B) (6) 2010. It was reported one week later the patient was experiencing heat at the ipg implant site. He turned the ipg off and reported still feeling the heat. On (B) (6) 2010, the patient was seen by his physician who determined the sensations were due to the healing process. The physician did extend the patient's antibiotics. Follow up on the patient shows he is doing well and has no further issues. No devices have been explanted.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.